Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing black particles in water chamber and there was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles black particles in water chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the product investiagtion lab for further investigation. The external aspect of the device was inspected by manufacturer and evidence of sound abatement foam degradation/breakdown was visibly observed in the base unit. The internal aspect of the device was inspected and dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination was observed by the manufacturer. The manufacturer found sound abatement foam degradation throughout the blower box, on the inside surface of the blower upper cap, and where the blower rests in the blower box. A black tar-like substance was located on the inside surface of the blower and on the blower blades. A dark contamination was found on the inside surface of the lower enclosure which is consistent with sound abatement foam degradation and dust, dirt, and fibrous contamination found throughout humidifier enclosure was observed by the manufacturer. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error (e-22). The manufacturer concludes there was evidence of sound abatement foam degradation in the device and dust/ dirt and rust contamination was present in the device. Section d8, d9, h2, h3 and h6 were updated in this report.